Event description:
During vital sign check, the patient was discovered to not be breathing and did not have a pulse. The patient was a dnr. Staff retrieved the AED unit to verify absence of a heart rate. Both pads were applied to patient's chest and the machine gave the message "apply second pad." Both pads were readjusted twice and a set of new pads were applied, the AED continued to give the same message after all three attempts to adjust and replace pads. The machine never analyzed the patient's heart rhythm or operated correctly.